Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported malfunction was observed during review of the device history logs. The device was put through extensive testing without duplicating the malfunction. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the follow up 01 medwatch report. Evaluation results: the device was returned to zoll medical corporation for evaluation. The reported malfunction was observed during review of the device history logs. The device was put through extensive testing including bench handling, power cycling and internal inspections without duplicating the malfunction. The digital board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.